Event description:
On (B)(6) 2025, a 57 year old male with extensive tumor burden (approximately 50% of liver volume) and a history of acinar pancreatic cancer with metastasis to the liver received three overlapping histotripsy treatments to a large liver tumor involving segment 5 and a single treatment to liver segment 3, for a total planned treatment volume (ptv) of 127.34cc. Per the treating physician, the patient had prior external beam radiation therapy and y90, which overlapped with the histotripsy treatment. Two months prior, the patient had histotripsy to three tumors and tolerated the treatment well. During the third histotripsy session, the foley catheter output appeared bloody, and the patient became hypotensive. The anesthesia team intervened and initially approved continuation of the procedure; however, treatment was paused again when the urine color changed significantly. The case was aborted after the fourth treatment to segment 3. IV fluids were started at the end of the procedure. In the recovery room, the patient experienced abdominal discomfort and pain, and IV pain medication was administered. The treating physician notified the on-call team about the case and was later informed that the patient had coded, was subsequently stabilized and admitted to the ICU for observation. Subsequent imaging revealed a hemoperitoneum but no clear source of the bleeding was identified. The treating physician hypothesized that the source of the bleed could be a potential tumor rupture. Laboratory evaluation revealed an international normalized ratio of 16, which decreased to 2 by the following morning. Vasopressors were discontinued after stabilization and patient was given a transfusion. The patient coded again on (B)(6) and passed away.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.